Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and not able to do anything with pump. Customer's blood glucose was 120 mg/dl. Customer requested assistance in obtaining settings for old insulin pump. Customer was advised to contact healthcare professional for correct settings.